Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported a trunk-ipsilateral leg component was advanced up the right side and deployed with no issue. After deployment of the trunk, the gate was successfully cannulated with a stiff guidewire. It was reported that during advancement of a contralateral leg component, guidewire access to the contralateral gate was lost. The contralateral leg component was retracted, and an attempt was made to cannulate the gate again. It was reportedly thought the gate was successfully cannulated; however, this was not confirmed using angiography. After the pxc141200 was again advanced and successfully deployed, angiography showed the pxc141200 had been deployed outside of the contralateral gate. The physician elected to implant a second trunk-ipsilateral leg component to complete an aorto-uni-iliac bypass. The devices were ballooned, and a femoral-femoral bypass was performed. Final angiography showed exclusion of the aneurysm with no further complications. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications include nexium, aspirin, crestor, hyzaar, and potassium. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.